Event description:
Two urine samples with initial reading of negative for leukocytes. Both samples were repeated with a microscopic method and gave results of 25-50 wbc/hpf. Initial results were reported. No information provided to determine if results were used to guide therapy. The field service representative determined the cause to be test strip jams and poor probe alignment. The instrument was repaired.